Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the cutter tip broke off in the patient¿s eye, and had to be retrieved with a forcep during a procedure. The trocar was removed and enlarge one sclerotomy to remove the intraocular foreign body. The patient had a vitreous hemorrhage day 1 postoperatively but this may or may not be related to this event. The patient experienced more discomfort than normal due to the larger sclerotomy and suture. Additional information has been requested.

Manufacturer narrative:
A review of the related device history records associated with the lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. No photo or video was received from the customer. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The probe needle was broken at top and because of the damage, no functional testing was performed. The complaint evaluation does confirm the probe tip is broken. The exact root cause for why the tip broke cannot be determined from this investigation. An investigation has been initiated to determine the reason for the tip breaking off of the probe. Probes are 100% tested and inspected for actuation, aspiration, and cut during the manufacturing process. Complaints will be continued to be reviewed and closely monitored at regular intervals for any significant adverse trends. (B)(4).